Event description:
An x-ray confirmed non-fusion at one of the levels covered by the plate. While removing the plate, one of the screws broke and the lower half of the screw remained in the pt. The hospital discarded the other half. No further info was obtained.

Manufacturer narrative:
Part of the device remains in the pt. The hospital discarded the remaining piece. The part number and lot number unk. No eval could be performed.